Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one MRI port attached to a groshong catheter in two segments. Gross visual, microscopic visual and functional evaluation were performed. The investigation is confirmed for the reported fracture and the identified material separation, wear and deformation issue, as a complete circumferential break was noted approximately 1.5 cm from the distal end of the cath-lock. Both edges of the complete circumferential break were noted to be jagged, rounded, and granular. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : yes.

Event description:
It was reported that some time post port placement, the catheter allegedly broke. It was further reported that the port body and the distal catheter segment were removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port placement, the catheter allegedly broke. It was further reported that the port body and the distal catheter segment were removed. There was no reported patient injury.